Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to gear wheel 3.

Event description:
It was reported that the patient saw a 8476 error code (motor stall) on their personal therapy manager (ptm) while attempting to get a bolus. The patient reported they had heard some beeping noises but did not know if it was coming from their pump. The patient had presented to the clinic on 2015 (B)(6) for pain management for continued evaluation and treatment of multiple pain issues. The patient came into the office urgently because the pump was alarming. It was reported that telemetry was performed and logs were checked "electronic analysis, programmable pump with reprogramming", the stall never recovered. The physician checked on the physician information request form that the motor stall recovered but on his dictation of the office visit note it was reported that the stall never recovered. Logs also showed that there was a "stopped pump period may exceed tube set" message. The physician did try to restart the pump, a bolus was given and telemetry was performed after. It did indicate that the patient pump was still stalled. It was unknown if there was more than one stall noted in the event logs. In the physician's history and physical notes it was reported that the patient had multiple pain problems. Patient had pain in their neck and shoulder area, a lot of back pain, mid back and neck area. The patient reported they had some increased pain at nighttime, along with some weakness of the upper extremities, numbness of the left upper extremity, pain in the right hand, large swelling in the mid back area, and as a result was not able to lie down comfortably. The patient reported it was more difficult for them to continue to work full-time and was considering to stop. It was noted that the patient's pain had been associated with myoclonus and the patient's kyphosis had become more intense. The patient had been given a back brace by their spine surgeon. The patient had symptoms fatigue, sleeping problems/trouble sleeping, unintentional weight gain, snoring, shortness of breath or difficulty breathing, nausea, decreased sexual drive, limitation of use of a joint, muscle pain, back pain, neck pain, joint pain, stiffness in joints, joint swelling, hair changes, headache, weakness, anxiety, feeling sad more than usual (depressed), increased appetite, easy bruising, and neck masses. The patient walked with a cane, had moderate antalgic gait. At cervical spin the patient had tenderness in midline and tenderness off midline bilaterally in a symmetrical distribution. The patient at thoracic spine had a surgical incision 6cm long at midline oriented vertically. It was healing without evidence of infection. At lumbar spine the epidural insertion site was non-tender, there was slight amount of blood in the area and moderate tenderness in midline at l3, l4, l5. There was also moderate tenderness at lumbar spine off midline bilaterally in a symmetrical distribution in the paraspinous muscles. The patient rated their pain a 10 out of 10 with movement. Patient's blood pressure was 173/86 and brachial pulse 55 beats per minute (bpm) regular. During office visit on 2015 (B)(6), the patient was told to reduce weight by 25 pounds, follow up in 2 days (2015 (B)(6)) for fluoroscopy procedure and office visit pump refill. The physician reported that the combination of medications were not working very well for the patient and was not satisfied with the current pain management. The patient appeared to have had a lot of pain issues and was given a prescription for "msir 15mg up to 8 tablets per day" and was given "msir 30mg tablets stat." The physician spoke with the primary care physician and they were going to do all the necessary tasks for medical clearance. The physician was going to make arrangements for the pump to be replaced as soon as possible. It was reported that the patient had been hospitalized on 2015 (B)(6). The patient had a change in therapy effect and was in a lot of pain. The patient had general under dose symptoms and withdrawal symptoms. The patient also had some weakness of the legs and had significant swelling of bilateral lower extremities. The pump was replaced on 2015 (B)(6). The patient was given ancef 1gm to cover the procedure. Local anesthetic was given, an incision was made, a new pump was interrogated and refilled with a combination of morphine 10mg/ml and clonidine 200ug/ml. The catheter was disconnected from the old pump, the new pump was connected to the catheter after it had been primed. The pump was then lowered and sutured. Hemostasis was obtained. The wound was closed with sutures. The patient was able to tolerate the procedure fairly well and was brought to the recovery room in satisfactory condition. Dressing cares had been instructed to the patient and the patient was to make a follow-up appointment to been seen in the physician's office. The patient had past medical history of kidney stone, unspecified type of arthritis, degenerative bone disease, osteoporosis and depression. The pump system was delivering clonidine and morphine. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.